Event description:
It was reported that, "dr was implanting a trident psl shell using the custom inserter. As he was impacting the cup, the attachment portion of the inserter broke off inside the threads of the cup."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.